Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was tested, and it was discovered that the lea exhibited high capture thresholds and high impedance. After multiple placement attempts, the lead was removed and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported events of capture problem and high lead impedance were not confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the test is-4 connector sleeve. Dimensional analysis results were within product specification.